Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and reservoir tube window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer received a no delivery alarm from her insulin pump and her blood glucose reading was 600 mg/dl. The customer was advised to disconnect from her insulin pump. Standard troubleshooting was successfully performed. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).